Event description:
A report was received that the patient was experiencing discomfort at the ipg pocket site as the current placement of the pocket is at the patient's belt line. The patient will undergo a pocket revision procedure.

Event description:
A report was received that the patient was experiencing discomfort at the ipg pocket site as the current placement of the pocket is at the patient's belt line. The patient will undergo a pocket revision procedure.